Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to activation problems. The pump collapses and it is not possible to fill by pressing on the sides. A blockage in the system is suspected because something hinders the passage of fluid. No patient complications were reported.